Event description:
It was reported that when removing the pressurewire x, wireless device from its plastic dispenser hoop, the device was (broken) the distal tip coil was bent/kinked. Therefore, the device was not used in the patient and the procedure was completed with another pressurewire device. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis identified that the distal tube was pulled away from the proximal tube, exposing 1 millimeter of corewire, and causing the distal tube to bunch and twist between 23 cm and 26 cm proximal to the distal tip. The account confirmed the noted break. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink and break were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material break and deformation (kink) appear to be related to circumstances of the procedure. The guidewire was noted to be kinked, bent, and broken which is consistent with the reported material break and kink. In this case, it is likely that the guidewire was damaged by the use or handling techniques employed during removal from the packaging coil. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.